Manufacturer narrative:
(B)(4).

Event description:
It was reported via merilin.net transmission, noise and oversensing was noted on the right atrial lead no other electrical anomalies were noted. The patient was not symptomatic. No intervention had been reported.